Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10 mm x 2.75 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 20 atm. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual/tactile inspection revealed there are no kinks or damages noted. A break was identified directly at the port exchange. Microscopic examination of the balloon identified a pinhole in the mid-section of the balloon when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Just proximal from the break the midshaft was stretched. Stretching was also noted on the shaft polymer extrusion. No issues were noted with the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. Due to the break and stretching within the shaft polymer extrusion, initial attempts to inflate the balloon failed. The device was left in the waterbath at 37 degrees celsius. The shaft was then dissected just distal to the stretching where an inflation aid was attached. An attempt was then made to inflate the balloon however a pinhole was identified in the mid-section of the balloon. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 20atm. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
H6 conclusion code update. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 20atm. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.